Manufacturer narrative:
The device was returned for evaluation, and medline renewal confirmed that it had been reprocessed 1 time. The electrode of the arthrocare super multivac 50, 50 degree, w/suction and integrated cable, (grey/black) 3.0mm, part # asc4830-01 was missing upon receipt for evaluation. A full investigation was completed, and no other defects or issues were found with the device in question. Our investigation also included a review of the device history record, and we reconfirmed that all processes were conducted as required, and that the device met all the inspection requirements prior to packaging and release. Medline renewal does not have enough information to determine the root cause of the failure. However, per the IFU's warnings and precautions, vigorous use against bony surfaces may result in excessive wear of the electrodes. Also, prolonged activation of electrodes or activation outside saline can cause excessive wear or damage to the distal tip. Even though we could not determine the root cause of the failure, in an abundance of caution, we are filing this medwatch report.

Event description:
It was reported the electrode of the ablation wand broke off during the course of surgery. The detached electrode was verified via x-ray and was promptly removed by the surgeon. There was no report of harm to the patient, however in an abundance of caution, medline renewal is filing this medwatch report.